Event description:
The patient underwent a cardiac cath via a 6fr introducer in the right femoral artery. The patient was maintained on bedrest for four (4) hours post-procedure. The patient was out of bed to a chair at four (4) hours post-procedure. The patient had complaints of numbness in the right leg, positive pulses, skin color normal and the evaluation by the md was normal. The patient denied any pain and was discharged. The patient re-presented two (2) days later and underwent removal of the angio seal from the right femoral artery, and patch angioplasty. The patient was discharged to home with good outcome.